Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a gradual rise in shock impedances. One year ago, the values were 116 ohms and now, they were out of range at greater than 125 ohms. The highest value observed is 132 ohms. At this time, the rv lead and existing implantable cardioverter defibrillator remain in service. The patient is being monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The 3191 code was utilized due additional medical intervention that was performed.

Event description:
It was reported that a painless impedance test, a commanded shock test and defibrillation threshold testing (dft) was performed to assess the integrity of this system. An alert was produced during dft stating an open circuit condition was detected during shock delivery and a code 1005 was observed. The patient has rheumatoid arthritis and either a medication or something else has resulted in excess calcium. A boston scientific technical services consultant explained the concept and effects that calcification on the lead coils can cause. The consultant discussed that despite a successful conversion during testing, the lead is unreliable in regard to delivering energy. The physician noted that the patient's ejection fraction (ef) has improved and he is no longer indicated for an implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.